Event description:
It was reported that removal difficulties occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. On the first inflation the balloon was inflated to 12atm. After the 2nd inflation to 12atm they encountered severe resistance when the device was pulled out. The balloon was forcibly pulled out several times. After removal they tried to insert the device onto the wire; this time it could not be inserted. The wire lumen got flattened. The procedure was completed with a different device. No patient serious injury nor complications were reported.